Event description:
Contact in other country reports that 16 months ago, o-t2 instrumentation was done with summit-si system for the rheumatism. One year later, left rod was noted to be broken around c-3. Four months later, the right rod was noted to be broken around c-3. A revision procedure was performed to replace hardware and add additional fixation.

Manufacturer narrative:
Product was not returned for evaluation and production lot number is unknown at this time. No images were provided for review. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.